Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: lumbar disc herniation it was reported that during surgery, the set screw slipped. The device did not break. The device was replaced to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.